Event description:
The customer reported the probe on the ortho provue analyzer did not puncture or dispense a fluid into the forward grouping of the mts a/b/d monoclonal and reverse grouping card during abo/rh testing. Incorrect or "no dispense" can lead to erroneous test results and transfusion of incompatible blood. The operator detected the issue preventing the possibility of erroneous results from being reported.

Manufacturer narrative:
An ocd field engineer arrived at the customer site and replaced the probe, wash station, and syringe and performed the one-year preventative maintenance and volume verification, returning the instrument to expected operation. The customer performed quality control with acceptable results. No definitive root cause was determined.